Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/(B)(6) years old. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: increased likelihood of arrhythmic events associated with increased anxiety in patients with implanted cardiac defibrillators after the (B)(6) earthquake in (B)(6) 2012. Bulletin of emergency and trauma. 2016; 4(4):202-210.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. Inappropriate diagnosis of tachycardia by the device and inappropriate therapies, either inappropriate shock or inappropriate antitachycardia pacing (atp), were identified. The article reports that 45 patients died before the start of the study. The exact cause of mortality was not able to be determined since the call information was not considered reliable. The status/location of the ICD is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.